Event description:
Nurse called for tech assistance with pt's insulin pump. Pt hospitalized for low blood glucose and placed on IV insulin drip at hosp. Pt quite confused as to events leading up to hospitalization. Tech svs rep reinforced pump use instructions, particularly as related to bolus recall, checking basal rates and setting of clock.